Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Additional information provided: h3, h6, h10 no lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The sample was in used condition without its original packaging. No visual discrepancies were found. A syringe was used to inflate the cuff and suction line of the sample and was submerged under water in order to verify for leaks or discrepancies. Leakage was observed coming out from a small tear in the cuff. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue could not be confirmed during evaluation; however, the most probable root cause is that the cuff tear occurred during tracheostomy procedure due to contact with a sharp edge. Actions were taken to mitigate the reported issue: no corrective action is required as there is no information to suggest that the product become damaged during manufacture. The supervisor and quality engineer notified the manufacturing personnel about the failure mode reported by the customer as a preventative measure.

Manufacturer narrative:
One endotracheal tube was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. As a result, the cuff was noted to be leaking from a small tear. 32 samples were reviewed during manufacturing process of p/n (B)(4) l/n 3808887; tracheal inflation line and leak test; no discrepancies or leaks were found. The reported customer complaint has been confirmed. However, no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical endotracheal tube was noted to be leaking while in use. A tube change out was required. No patient injury resulted.